Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular channel. The noise was reproducible with pocket manipulation. An x-ray showed that the rv lead pin was not fully advanced into the connector. The physician opened the pocket and reconnected the lead to the device. The device remains implanted and the patient was in good condition following the procedure.